Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was removed from the common bile duct of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, in (B)(6) 2009, a wallflex biliary rx covered stent was implanted within the patient's common bile duct to treat a benign stricture. On (B)(6), 2012, the patient underwent an ercp procedure for the planned removal of the stent. Under endoscopic visualization, it was noticed that the stent covering had eroded. The physician was able to successfully remove the stent without any patient complications. The patient's condition was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.